Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2018-01598. It was reported the patient was unable to increase the amplitude using the scs system. The patient is without stimulation. Diagnostic testing revealed high impedance values. Consequently, the patient will undergo surgical intervention to address the issue.

Event description:
Device 2 of 2 . Reference MFR. Report#: 3006705815-2018-01598. Follow-up information revealed the patient underwent surgical intervention wherein leads were explanted and replaced. Reportedly, effective therapy was restored following the procedure.